Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 12mm amplatzer muscular vsd occluder was chosen for implant with a 8f non-abbott delivery sheath. During deployment, the operator noted that the device had a cobra deformation. A decision was made to retract the device and abort the procedure. It was reported there was no interaction with cardiac structures during deployment. The patient status was reported as stable and there was no report of any adverse consequences.